Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is frequently receiving weak signal and sensor error alerts. Customer stated that he receives sensor error alert during the 2 hour initialization phase; he selects new sensor to reconnect and around every two hours he gets a weak signal and sensor error again. No troubleshoting performed on sensor as the customer was not wearing the sensor at the time. Test plug procedure passed; the transmitter is functioning properly. Blood glucose level 75 mg/dl. Nothing further reported.